Manufacturer narrative:
The reported event of an inability to¿connect with the implanted device¿was confirmed. Based on the review of the patient application logs, the application was unable to find the implanted device to establish connection. No additional information was available to investigate the cause. No device malfunction was observed in the patient app logs.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.